Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After deploying a 2.5 x 38 synergy(tm) drug-eluting stent in mid to distal rca, angiography was performed which identified a lesion in the posterior descending artery (pda) of the rca. A non-bsc guide wire was then advanced and intravenous ultrasound (ivus) was performed. After pre-dilatation was performed with a 1.75 x 15mm non-bsc balloon catheter, a 2.25 x 24 synergy(tm) drug-eluting stent was advanced but failed to cross the distal rca. The device was removed from the patient's body and it was noted that the stent was lifted. The procedure was completed with a 2.25 x 20 synergy(tm) drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the proximal edge with one strut lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After deploying a 2.5 x 38 synergy¿ drug-eluting stent in mid to distal rca, angiography was performed which identified a lesion in the posterior descending artery (pda) of the rca. A non-bsc guide wire was then advanced and intravenous ultrasound (ivus) was performed. After pre-dilatation was performed with a 1.75x15mm non-bsc balloon catheter, a 2.25 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the distal rca. The device was removed from the patient's body and it was noted that the stent was lifted. The procedure was completed with a 2.25 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.